Event description:
Customer reports strips vial expiration date was 11/31/2008 while using comfort curve test strips. Manufacturer's record shows strip expiration date as 04/30/2008. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.